Event description:
A trilogy evo was returned to a third-party service center for service. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third-party service center, an error code, evt_supercap_failed, related to an issue with the supercap or the charging unit was observed. The system board was replaced to address the issue. Additionally, unrelated to the reportable malfunction, during the evaluation of the device at third-party service center, the blower and machine flow sensor were found to be contaminated with dust. There was no report of a malfunction or error code due to the dust contamination. The blower and machine flow sensor were replaced to address the issue.